Event description:
Customer reported that the insulin pump's buttons became unresponsive during bolus. Customer reported that there was a black circle on the insulin pump's display and an alarm was sounding. Customer reported that no words were on the display screen. Blood glucose level was 158.4 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.